Event description:
The reporter stated that the unit indicates that it is infusing, however, the plunger is not moving. The customer could provide no additional information as to syringe size or rate. There was no patient injury or treatment associated with this event.